Event description:
It was reported that patient experienced recurring incontinence. Patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to sphincter was not working. There was a visible hole in the cuff. All components were explanted and replaced. A new aus was implanted. Additional information was requested, however, no further information was available.